Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10 mm on leaflets 2 at the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4 mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was moderate at both inflow and outflow aspects. Host tissue fused the leaflets at the commissures; leaflets 1 and 3 by 2 mm near commissure 1, leaflet 1 and 2 by 1 mm near commissure 2, leaflets 2 and 3 by 4 mm near commissure 3. Free margins of leaflets 2 and 3 were rolled towards the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region and likely contributing to the reported regurgitation. X-ray demonstrated wireform intact and minimal calcification on free margin of leaflet 1. Customer report of regurgitation and restricted leaflet mobility was confirmed due to observed host tissue overgrowth. Host tissue restricted leaflet mobility and led to stenosis. A tear, approximately 1 mm long, was noticed on free margin of leaflet 1 near commissure 1. Calcification was observed at the tear. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Based on the available information, the root cause for the calcification and host tissue remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 25 mm mitral pericardial valve, implanted approximately three (3) years and ten (10) months, was explanted due to mitral regurgitation secondary to restricted leaflet mobility. This device was originally implanted for mitral valve replacement to correct mitral regurgitation. This device was explanted and replaced with an sjm epic valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿. The device was returned for evaluation.